Event description:
Hospital staff reported patient had a freedom driver fault alarm last night after a coughing episode, patient was clinically stable. Patient was switched to a new freedom driver without complication.